Manufacturer narrative:
The insulin pump was unable to upload. Problem isolated to the mother board. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were unable to upload the insulin pump's data. The customer stated that they tried two different computers at the doctor's office and it did not upload. Blood glucose value is unknown. Troubleshooting was not performed. The insulin pump was returned for analysis.